Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# n205928448, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gablofen (unknown concentration at 34 mcg/day) via an implantable pump for spastic paralysis. It was reported cerebrospinal fluid (csf) leakage and infection occurred post-procedure for spinal column stenosis. The date of incidence was provided as (B)(6) 2018. The event was considered serious. It was reported that csf leaked along the catheter on the back. The hcp discussed a catheter explant procedure. In the meantime, infection was suspected. The catheter was thus explanted on (B)(6) 2018. The hcp mentioned the pump would be stopped. On (B)(6) 2018, the pump was stopped. The event was considered to be not related to the drug, pump, programmer, or surgical procedure. It was unknown if the event was related to the catheter. The outcome was provided as "not recovered." No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# n205928448 serial# implanted: 2012-(B)(6) explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's underlying disease was spinocerebellar degeneration (hereditary spastic paraplegia). It was reported the csf leakage after decompression occurred at l4/5. The date of incidence was updated to 2017(B)(6). The drug was discontinued. The outcome of the adverse event was "recovered." The date of this outcome was 2018-(B)(6). It was reported there was no overdose, withdrawal symptoms, or resistance. The attending physicians assessment indicated that, after decompression, there was a possibility of csf leakage along the insertion part of the catheter, and infection.